Event description:
It was reported to sulzer orthopedics in 2001, that the patient was revised in 1999, however, the agent did not have any other information regarding why this patient was revised. Sulzer has requested more information. In january 2002 the physician assistant reported that in 1999 that they performed a resection arthroplasty and implantation of a cement spacer for an infected total hip arthroplasty (tha). One month later, the surgeon performed a revision of the tha.